Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer would not boot up, as a result the hard drive was replaced to resolve boot up issue, also the main processing unit board and hard drive flex cable was replaced preventively for boot up issue. It was also noted that the display screen dropped, the stylus was missing, the system fan was noisy and there was a small amount of corrosion on the power supply and lower case. (B)(4).

Event description:
It was reported that the programmer was unable to boot, that the screen with the message requesting that the floppy disk be inserted appears. It was noted that running the service disk did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.